Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd" clear barrel oral syringe was found with a greasy film on the plunger. No report of injury or medical intervention reported.

Manufacturer narrative:
Results: bd received eight loose 10ml assembled syringes and reported to be from batches #7058691 and 7208632 (p/n 305219). The samples were visually evaluated. The eight syringes were found to have no visual defects. All eight syringes were observed to have a small amount of visible silicone in the barrel on the stopper. No stringing and no pooling of silicone was observed. The amount observed was a normal and expected amount of silicone for this product. A small amount of silicone is required for the product to function properly. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Manufacturing dates: 02/27/2017 to 03/01/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A total of 16 silicone weight tests were performed during the manufacture of this batch with all passing requirement. Batch 7058691 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7208632 (p/n 305219): manufacturing dates: 08/14/2017 to 08/15/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A total of 12 silicone weight tests were performed during the manufacture of this batch with all passing requirement. Batch 7208632 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Unable to determine a root cause as no defects were confirmed.